Event description:
Two 1.5mm matrixmidface screws broke upon insertion into the bone for a midface surgery. The screws broke at the shaft and at the coupling. All fragments were retrieved from the pt and the surgeon inserted new screws after first pre-drilling the holes. This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
Device was used for treatment. Lot numbers and part numbers were not able to be identified, therefore, the device history record could not be reviewed. Three screw pieces were received and are heavily damaged. A 5.22mm long piece is threaded and lacks a head. The minor diameter of 1.1mm and peak to peak distance of .5mm suggest that this may be of the 400.754 family of parts. Due to damage the device could not be evaluated further.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or catalog number or lot number provided.